Manufacturer narrative:
No conclusion can be made. The cause of the patient's postoperative symptoms cannot be determined at this time. As reported the patient has multiple known allergies. A mesh sample was provided to the patient's md for reactivity testing. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. H11 - this is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the davol mesh used to treat the patient. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient was implanted with a bard ventralex st mesh. Reportedly, the patient developed hives all over her body after the surgery which have not cleared up. The patient is reported to have "multiple allergies and sensitivities to many things." The patient has been treated with oral steroids and topical cream but the hives have been persistent and have not resolved. The md has requested a mesh sample for reactivity testing. Addendum: reactivity test performed with ventralex st mesh sample, the results were negative for reaction.

Manufacturer narrative:
No conclusion can be made. The cause of the patient's postoperative symptoms cannot be determined at this time. As reported the patient has multiple known allergies. A mesh sample was provided to the patient's md for reactivity testing. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient was implanted with a bard ventralex st mesh. Reportedly, the patient developed hives all over her body after the surgery which have not cleared up. The patient is reported to have "multiple allergies and sensitivities to many things". The patient has been treated with oral steroids and topical cream but the hives have been persistent and have not resolved. The md has requested a mesh sample for reactivity testing.